Manufacturer narrative:
Patient identifier: requested, not provided age or date of birth: requested, not provided sex: requested, not provided gender: n/a weight: requested, not provided ethnicity: requested, not provided race: requested, not provided implanted date: device was not implanted explanted date: device was not explanted occupation: manager the actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a sheath and locator connection issue because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the involved angio-seal device arteriotomy locator backed out of the sheath when the md inserted it into the artery. The patient developed a hematoma. The patient was on daily blood thinning medication of eliquis 5mg bid. This was a single stick access. The posterior wall of the artery was not punctured. The puncture site was not considered a high stick, above the inguinal ligament or the inferior epigastric artery. Only heparin was used in the bags that were given during the procedure per protocol. Heparin in the bags is 4,000 units in 1 liter normal saline. Additional information was received on 19 mar 2024: the procedure sheath size used was 7fr. There were no difficulties with insertion according to the md. A pre-deployment angiogram was not performed. The angio-seal sheath and dilator came apart while attempting to insert the sheath. The dilator pushed back out of the sheath. A second angio-seal was opened, and the same separation occurred. No angio-seal was deployed. Manual pressure was held because the hematoma occurred during the multiple attempts. The patient is stable. An angio-seal wire was used during the procedure. The approximate size of the hematoma that was resolved with pressure was grapefruit size according to the md. There was swelling and bruising. No allegation of the angio-seal causing the hematoma. The md lost control while attempting to hold manual pressure. A follow up computed tomography (CT) confirmed no more bleeding and calcification at the puncture site. The patient did not have any blood thinning medication, thrombolytics, or platelet aggregators during the procedure. Additional information was received on 21 mar 2024: the procedure sheath size was an 8fr. Large hematoma 15cm x 15 cm. Manual pressure was held for 1 hour with resolution of active bleeding. Pain only due to compression, no pain afterwards.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a sheath and locator connection issue because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).